Manufacturer narrative:
Additional information was received that the reason for explant was ineffective therapy. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain and was having poor sleep disturbance. It was also noted that the patient had increased numbness in the bilateral legs. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 17603550 description: next generation anchor kit-sterile it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and was having poor sleep disturbance. It was also noted that the patient had increased numbness in the bilateral legs. The patient will undergo an explant procedure.